Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical anterior fixation at c6/7 due to cervical spine trauma. Post-op, the screws were integrated with two plates and it seemed that the lower part of the plate has come of rather than the screw came off and has been a little unstable. There was an impression that intra-operative, bone quality was quite bad. Hence on (B)(6) 2019, fixation was performed from the posterior side(vs was used at c4/5/6, t1/2/3) but removal had not been performed. There were no other patient symptoms or complications reported as a result of this event.